Event description:
It was reported the implantable cardioverter defibrillator (ICD) was oversensing external electromagnetic noise. Programming changes were discussed; no changes or interventions were reported. The patient condition was unknown.